Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
A customer informed an olympus endoscope specialist the distal cover fell off of the scope into the patient's mouth due to the staff installing it incorrectly. The distal cover was easily retrieved. The customer performed additional training for the staff and declined the in-service from olympus. No patient harm or injury. This patient identifier (B)(6) is for the scope. Patient identifier (B)(6) is for the distal cap.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. New information was added. The device history records for this device could not be reviewed since no serial/lot number was provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the cap was attached incorrectly. Since IFU (operation manual) states the following, the user detected the event. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.